Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that a surgical procedure was delayed by 15 minutes due to a problem distinguishing between sleeve part numbers 387.292 and 03.161.028, due to part 387.292 not having the part number etched on it and the potential for mix-up and mismeasurement since both devices are compatible with several depth gauges. There was no report of patient harm. This complaint is alleged against part number 387.292. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. (B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.